Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and had low blood glucose levels and high blood glucose levels. It was reported that the customer had high blood glucose levels ranged from 12.3 mmol/l to 14 mmol/l. It was reported that the customer had low blood glucose levels of 2.4 mmol/l. It was reported that the sensor glucose was 4.8 mmol/l at the time of the incident. Customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. It was reported that the customer treated blood glucose levels with insulin pump. The customer was advised that sensor is being replaced. The sensor will not be returned for analysis. Additional device related incident: sensor ((B)(4)).

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 5.0 mmol/l and turned the alert on low, suspend on low, and resume basal alerts on. Insulin pump was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 4.9 mmol/l properly. No unexpected pump powering off when sensor alerts were activated and the resume basal alert functioned properly and no unexpected locking up or resume basal alert loop occurred.